Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultra easy meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 between 4:00-6:00pm. The patient stated that she obtained the results of "14 to 20 mmol/l" using the subject meter compared to feelings/normal results. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took 10 units of novorapid on (B)(6) 2016 between 4:00-6:00pm in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaking and sweaty" between 1.5-2 hours after the alleged product issue began. The patient stated that she self-treated with food/drink on (B)(6) 2016 between 4:00-6:00pm. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the test strips had expired, been open for longer than the discard date or stored improperly (expired august, 2013). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "shaking and sweaty" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.